Event description:
Information received by medtronic indicated that the insulin pump had keypad anomlay. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring=black. On may 17, 2022 customer called in with the following concern: customer reports keypad anomaly and crack on insulin pump. Noticed it a couple times where he goes into the button to open it and he has to press it multiple times to do a bolus. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. P-cap locked in place properly during testing. No frozen screen noted during testing. Device passed displacement test and self test properly. All buttons were tested while navigating the menus and intermittent button response was noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for stuck key alarms that may have occurred in the past. The adapt tool reveals that insulin pump error was recorded on november 3, 2022. Proceed it by cutting device open and perform a visual inspection of connectors and electronic stack. No damage noted to keypad assembly and electric board was locked properly during visual inspection. The device also passed the keypad voltage test (3.2volt). However, under microscope inspection cracked keypad flex connector was noted that might of cause the intermittent button response. Device also received with cracked keypad at select button, cracked case (battery tube) and cracked battery tube threads. In conclusion, customer allegation was not confirmed. No frozen screen noted during test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.